Event description:
Surgeon is reported to have found holes at the proximal end of the peritoneal catheter which would not allow cerebral spinal fluid to drain into the patient's peritoneum. The device was removed.